Manufacturer narrative:
Vyaire file identification: com-(B)(4). Device evaluated by MFR - the customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. Device was not returned.

Event description:
It was reported to vyaire medical that there was a leak on the avea ventilator. It was also stated that a vent inop has occurred. There was no information of patient involvement associated with the event as of this time.